Event description:
Define stabili t kyphoplasty unit continuously freezes and fails during use. This has been reported several times to the manufacturer representative without being addressed by the representative.